Manufacturer narrative:
Device evaluated by manufacturer: the liberte/veriflex stent delivery system (sds) was received without a mounted stent. The stent was loose in the returned packaging. There were bent and stretched struts on the majority of the length of the stent. One end of the stent was undamaged for a length of 6 mm. There was a kink in the shaft of the sds 13 mm distally from the wire exit notch. Magnified inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any product quality deficiencies contributing to the dislodged and damaged stent or the kinked shaft of the sds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. While prepping the 3.50x32mm veriflex stent delivery system (sds) the physician was loading the device onto the guide wire when the stent came off of the balloon. The device never entered the patient. The procedure was successfully completed with another of the same device and no patient complications were reported.

Event description:
It was reported that during preparation for a stenting treatment procedure a stent dislodgement occurred. While prepping the 3.50x32mm veriflex stent delivery system (sds) the physician was loading the device onto the guide wire when the stent came off of the balloon. The device never entered the patient. The procedure was successfully completed with another of the same device and no patient complications were reported.